Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an unrelated surgical procedure, this right atrial (ra) was damaged by electrocautery. Noise and well as high thresholds were observed on the ra channel. Additional surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.